Event description:
It was reported that this right atrial (ra) lead was not capturing properly. Physician performed a chest x-ray and saw lead had dropped. This ra lead was explanted and replaced. This lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was not capturing properly. Physician performed a chest x-ray and saw lead had dropped. This ra lead was explanted and replaced. This lead will be returned for analysis. No additional adverse patient effects were reported.